Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 56 year-old male patient with post-cardiotomy cardiogenic shock was implanted with an impella rp for mechanical circulatory support. The complainant reported high purge pressure. The patient survived the event and was weaned off the rp.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. Per data analysis, it was reported that there was an increase in purge pressure and a drop in purge flow which did not trigger an alarm. The root cause of the high purge pressure was most likely biomaterial. The root cause of the low pump flow issue was most likely biomaterial.